Manufacturer narrative:
Supplemental report being filed due to a photo of the product defect was received after the initial MDR report 1423537-2020-00546 was filed. Based on supplier investigation, device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.155g / 10 pieces. There is 1 occurrence reported in the past 12 months. No sample available for investigation. Photos were provided. Lint was found on the gloves. According to supplier, or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: a. Suction machines have been installed in grey cloth rolling process, dyeing process and cutting process. B. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. C. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). D. In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation happened in production and DHR. Therefore, the root cause could not be determined.

Manufacturer narrative:
Based on the supplier investigation, the device history record (DHR) review did not indicate any exception that could lead to the reported incident. The average linting data is 0.155g /10 pieces. There is 1 occurrence reported in the past 12 months. No sample was available for investigation. According to the supplier, the or towel is made of cotton, so cotton fiber is born. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process the suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10pieces). In the folding process, supplier used one cloth pad under 100pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, no abnormal situation occurred in production and DHR. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but the supplier will continue to monitor the trend of this type of incident.

Event description:
Customer reported high amounts of lint on the or towels 28200-002 found on the surgical instruments during a brain surgery. The lint was seen and removed under operating microscope and patient had no adverse events. No patient demographics or further clinical data was provided when requested.